Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). Other device used: catalog # 00598002702, nexgen stemmed tibial component, lot # 60578809, manufactured by zimmer (B)(4). Catalog # 00110201200, zimmer dough-type bone cement, lot # 60545615. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. Revision operative notes indicate the patient was revised due to loosening of the tibial and femoral components.

Manufacturer narrative:
This information was reported in error on initial MDR #0001822565-2016- 02750 on 10-aug-2016. No devices or photos were received; therefore the condition of the components is unknown. The review of device history records for the femoral and tibial component found no deviations or anomalies. Per the compatibility matrix, there were no compatibility issues seen with the implanted devices. There were no complaints seen for the part and lot combination for the femoral and tibial component. This device is used for treatment. Primary operative notes confirm that the patient underwent right total knee arthroplasty. Review of primary operative notes does not indicate root cause. The joint had excellent stability and range of motion with full extension and good patella tracking. The review of the revision primary notes confirmed that the patient was revised for the right tibial and femoral components. The tibia and femoral components were seen to be grossly loose. No devices or photos were provided, therefore; the condition of the components is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. Based on the available information, a definitive root cause cannot be ascertained at this time. However, the complaint may be revised upon receipt of further information.